Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The customer reported a malfunction resulting in a leak greater than 4.5 lpm. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that the leak rate was 750 ml or lower is insufficient to affect device ventilation. There was no reportable malfunction. H3 other text : additional information was received that the leak rate was 750 ml or lower is insufficient to affect device ventilation. There was no reportable malfunction.